Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge did not fit onto the pump. Reportedly, the customer was not loading the cartridge properly. The customer experienced an elevated blood glucose (bg). The customer¿s (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Tandem clinical support educated the customer on how to properly load a cartridge. Customer resumed insulin delivery successfully.